Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of the connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report filed september 25, 2014.

Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
This report is filed november 12th, 2014.